Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a vitreous probe did not actuate during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
One 25ga+ probe sample was returned for evaluation for the report of an actuation failure when starting to use the probe. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was some resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area of the inner cutter. Foreign material was present in the inside diameter of the body o-ring. The complaint evaluation does confirm an actuation failure for the probe sample as received back. The complaint also confirms the actuation failure was not at the start of the use of the single use probe. The evaluation indicates the probe actuated to specification and was used for approximately 20 to 30 minutes of use, which met or exceeded the typical vitrectomy portion of the procedure which is less than 20 minutes. The root cause for the probe not being able to actuate appears to be from foreign material obtained during its use which prevented the inner cutter from actuating for additional time. (B)(4).